Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis. Treatment for the bacterial peritonitis event was unknown. On an unreported date in the same month as the bacterial peritonitis onset and during the hospitalization, dianeal therapies were stopped. The patient went to in-center hemodialysis therapy after hospital discharge. On an unreported date in the same month as hospitalization began and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.